Event description:
It was reported that the patient had deceased. Prior to patient death, it was noted that the patient's right ventricular lead had an increase in pacing impedance. The patient had myocardial problems and the cause of patient death is unknown.

Event description:
It was reported that the patient had deceased. Prior to patient death, it was noted that the patient's right ventricular lead had an increase in pacing impedance and high capture threshold. The patient had myocardial problems and the cause of patient death is unknown.